Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up the stent graft was found to have migrated and it was 2.5 cm below the renal arteries; however, there was no endoleak present. The aortic neck measured 24 mm in diameter proximally and distally. The cause of the stent graft migration could not be determined. A 28 mm diameter endurant aortic cuff was placed approximately two weeks later and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration. Lack of information (unknown cause of migration). Conclusion: stent graft migration. Lack of information (unknown cause of migration).